Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation following an intraocular lens (iol) implant procedure. The patient was treated with steroids. The lens remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).